Event description:
Procedure type: bowel resection: according to the reporter, after firing the load, the knife blade would not retract. Therefore, the load would not open. The product had to be forced off the tissue. Add'l product had to be used to transect near the damaged tissue. Opened another stapler and load and applied to tissue.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.